Event description:
The patient reportedly experienced an overly loud sensation followed by no sound. The patient was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.